Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed. However the foreign material was unable to be further specified. It is likely that the foreign material may have been remained because reprocessing deviated from the instruction manual. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: the event can be detected/prevented by following the instructions for use (IFU)which states: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the distal end, bending section cover, connecting tube and the eyepiece. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.